Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked case at the display window corners, cracked belt clip slot. The test infusion set and reservoir does lock into place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were at health care provider's and the latch at the top of the pump broke off. The customer mentioned that the clip does not lock into the pump anymore. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.